Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ anxiety ¿ product/procedure: unable to observe as it is not related to the manufacturing process. ¿ deflation: observed an opening assessed as surgical damage. Observed a missing piece of shell assessed as inconclusive. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a.4., d.3. D.9., g.1., h.2., h.3., h.6.

Event description:
Company representative reported no information against a textured device. "Healthcare professional later reported "painful encapsulated and possible deflation". This case relates to the right side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and capsular contracture baker grade unknown.

Event description:
Company representative reported no information against a textured device. "Healthcare professional later reported "painful encapsulated and possible deflation". This case relates to the right side. Device has been explanted.